Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device stopped working. Md explanted the reservoir and inflated the device. It seems the reservoir did not work.

Manufacturer narrative:
A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of the reservoir. Testing revealed this to be a site of leakage. The separation appeared to be smooth and straight, indicating contact with sharp instrumentation. Partial separations within abrasion were noted in the inlet tube of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on both exhaust tube and on all strain relief of the pump. No functional abnormalities were noted with the pump. Based on examination of the returned components, quality concluded that the tear in the reservoir bladder would confirm the report of "the reservoir did not work," however, because the available information did not indicate what factors may have contributed to the reported event, quality is unable to determine the most likely root cause of this reported event. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 0919245.